Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was placed on an anticoagulant regimen. At the 45-day routine follow up, transesophageal echocardiogram (tee) was performed, and the patient was placed on aspirin oral medication. At the 1-year routine follow up tee, a device related thrombus (drt) was found attached to the closure device. The patient was on aspirin 81mg at the time of the 1-year tee. The closure device appeared slightly tilted towards the mitral shoulder yet there was no evidence of a device shift when comparing to original implant imaging. The physicians plan to perform a surgical thrombectomy and surgical excision of the closure device and of the laa.